Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis. The monopolar yaw pulley on the instrument was also found to be broken at one of the posts. The broken pieces were not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from 8mm permanent cautery hook (pch) instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip of reported 8mm permanent cautery hook (pch) instrument was neither broken or bent. The main tube of instrument was damaged. There was no thermal damage. No fragments fell into patient's body. The instrument was replaced to complete the procedure. Potential video evidence may be available through the hub. The instrument has been returned to isi for evaluation.